Event description:
It was reported by the spouse, the patient developed an infection and "there was vegetation growing on the lead." Additionally, the patient felt dizzy and had a fever. The implantable pulse generator (ipg) system was removed and replaced. Additional information regarding this event was requested but not received. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.